Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the gemstar pump did not deliver a dose when the button on the bolus cord was pressed. On an unspecified date, it was reported that the bolus cord was connected to the gemstar pump. It was reported after the button on the bolus cord was pressed, the gemstar pump did not deliver a dose. The customer contact reported that the distal strain relief on the bolus cord was loose. There were no reports of any adverse patient events and no reported delay of critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.